Event description:
According to the reporter, the catheter had been implanted for 3 years and 6 months and his was the patient's first treatment back after physical therapy rehabilitation in october. At approximately 13:42, hemodialysis treatment was initiated via a central venous catheter (cvc) at a prescribed blood flow rate of 400. A hemaclip secured the connection between the red hub of the central venous catheter and the venous blood line. A safety check was performed at 14:03 and at that time, the patient was alert and speaking with a staff member. Vital signs at that time were a blood pressure of 167/107 and a pulse of 76. At 14:30, a staff member went to perform a routine safety check and noted that the patient had repositioned the blanket and the blanket was covering the blood line to the catheter connection of the venous side. The staff member removed the blanket and observed blood leaking from around the connection between the central venous catheter and the blood line. There was no complete disconnection between the luer adapter and the bloodline and the hemaclip was in place securely which did not let the lines totally disengage. There were no alarms for disconnection. High arterial pressure and high venous pressure were activated. The arterial line needed to be reversed for high arterial pressure. There was nothing unusual observed on the device prior to use, flushing was performed prior to use and the result was normal. There were no damages found on the product. Alcohol pad was the cleaning agent used on the catheter. Competitor products used, such as the machine, dialyzer, dextrose, normal saline, bloodlines, and bloodline connector clip were the concomitant medical products used and still attached. 300-500 milliliters (ml) of blood was lost from the patient, and 250 ml of blood in the extracorporeal circuit was returned to the patient immediately. A blood transfusion was not required. The patient was pulseless. Cardiopulmonary resuscitation (CPR) was started, and emergency medical services (ems) was called at 14:32. Ems arrived at 14:40 and assumed care of the patient. The patient was taken to the emergency department where acute coronary syndrome algorithm (acls) protocol was the provided to the patient. Resuscitation attempts were unsuccessful, and the patient passed away at 15:24. The patient's cause of death was pulmonary embolism.

Manufacturer narrative:
Uf/importer rpt num: none medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.